Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to be depleting prematurely as it decreased from 24% to 16% in an unexpected period of time. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services and noted that power had been gradually increasing. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 24% to 16% in an unexpected period of time. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services (ts) and noted that power had been gradually increasing. Device replacement was recommended. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.